Manufacturer narrative:
While the definitive root cause could not be established as failure analysis could not replicate the customer-reported issue, a possible cause is electrical and fiberoptic defect pertaining to the redundant power tray assembly core.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer was getting error 86. The carts were not connecting, and the system was not working. The customer swapped the tower from sk5706 and used the sk1393 tower. The intuitive surgical, inc. (Isi) technical support engineer guided the customer through a hard power cycle, and the system came up as ready to use. The robot coordinator then called again to report that the issue reoccurred. The customer was already removing the instruments and rebooting the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a different vision side cart. No injury to the patient was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the redundant power tray. The system was tested and verified as ready for use. The redundant power tray has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Visual inspection, no issues were found that was related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sat idle for 1 hour. After testing 10 cycles no error occurred. Once the testing was completed, the system error logs were inspected, but no error could be identified. As a result of these findings, fa concluded that no root cause could be attributed to this issue.